Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician reached out to zoll for what creams and lotions to use for the skin irritation. Reporting out of an abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Not applicable.